Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the foot switch had water damage was confirmed. It was found that the battery contacts were corroded and the battery housing was physically damaged. A mechanical upgrade was performed, the damaged battery housing was replaced, and the device was cleaned, repaired, tested, and found to be fully functional. User mishandling of the device was identified as the root cause of the fluid ingress into the device, which has caused the corrosion of the battery contacts. The physical damage to the battery housing is most likely due to user mishandling of the device or a possible fall. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the vapr vue wireless footswitch device had water damage. According to the reporter, the device could not be connected to two different generators. As they opened the battery compartment to change the battery, a mixture of water and blood came out which obviously fluid had entered the device and destroyed it. During in-house engineering evaluation, it was determined that the battery contacts were corroded. There was no procedure involved. No additional information was provided.